Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted for data analysis, and it was confirmed that the battery appeared to be depleting more quickly than expected. Device replacement was recommended within a provided timeframe. At this time, this ICD remains in service, and no adverse patient effects were reported.